Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 61 mg/dl. The customer stated the suspected cause was due to a need for a settings adjustment to the carbohydrate ratio. The customer consumed glucose tablets to address their bg. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.